Event description:
It was reported that the surgeon attempted to insert a +23.0 cc4204bf collamer single piece lens but as the lens was being ejected, the cartridge split down the barrel and tore the lens. There was no patient contact or injury. The reporter stated that the cause of the torn lens was due to the cartridge, which they felt was defective.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and foam tip plunger were not returned for evaluation.